Event description:
Customer advised that the main control was not working and the power cable had exposed wires.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). The device was inspected at the user's facility by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. The event has been more than likely caused by either the mains cable being run over whilst maneuvering of the bed, or by being allowed to become entangled in the moving parts. There are several warnings within the user manual ((B)(4)) to ensure the correct positioning of the cables: under the general warnings on page two and also under installation on page 9. As the MFR, we have concluded that user error caused the incident. (B)(4).